Event description:
A malfunction was reported on a pump while it was being charged. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer in performing the reset. The malfunction code did not recur after the reset, allowing the customer to continue using the pump. The customer was advised to contact support if the issue reappeared, and the customer understood these instructions.